Event description:
It was reported that the plunger was difficult to move on the bd plastipak¿ luer-lok¿ syringe. This event occurred 6 times. The following information was provided by the initial reporter: "the pressure alarms with the 20 ml syringe."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18-jul-2022 . H6: investigation summary multiple samples were returned to our quality team for investigation. The products were visually inspected, no damage or molding defect was observed, the stopper is properly assembled onto the plunger rod, and the plunger moves correctly along the barrel. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station which helps facilitate easier movement of the plunger. The silicone employed in this product is a medical grade silicone authorized for product use. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including force testing and silicone content tests are conducted for each lot. As the lot involved in this incident is unknown, a device history review could not be performed. The returned product underwent these same tests and verified all product was within required limits. Based on the available information and sample evaluation we are not able to determine a root cause at this time.

Event description:
It was reported that the plunger was difficult to move on the bd plastipak¿ luer-lok¿ syringe. This event occurred 6 times. The following information was provided by the initial reporter: "the pressure alarms with the 20 ml syringe."